Manufacturer narrative:
Following customer complaint, the product was returned to the manufacturer, repaired, and returned to service. No injuries were reported as a result of the event.

Event description:
Customer submitted a repair request form indicating the entry door zipper on the safety sleeper was getting stuck and the teeth were not connecting. Due to this, the customer reported their child was able to remove themselves from the enclosure. No injuries were reported.